Event description:
It was reported that a clear-link buretrol solution set had a backflow of blood medication during infusion of patient use. The set was used in conjunction with a peripherally inserted central catheter. According to the report, it is unknown how the blood backed up into the set. It was unknown what medication was being administered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. The setup primed and flowed normally without any back flow or air noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.